Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had terrible problems with her skin and had meningitis twice in the past. The patient stated that seven years prior to the report she charged over her stitches and it created a meningitis infection. The recharger reportedly caused the stitches to melt and that the entire system "thermaled out" on the charger. The patient stated that she also had internal bleeding and the entire situation was a "mess." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).